Event description:
As reported, during a procedure to treat a 90-95% in-stent restenosis, the balloon of a 4mm x 30cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation to 12 atmospheres (atm). As a result, a 4mm x 24cm non-cordis balloon catheter was used in place of the 4mm x 30cm saberx pta balloon catheter to successfully complete the procedure. There was no reported injury to the patient. The lesion was the left superficial femoral artery (sfa) which had moderate tortuosity, and an approach was made from the right inguinal region to the left side with a unknown 6f guiding catheter sheath introducer (csi). An unknown .014 guidewire was used for the procedure and was advanced past the occlusion within the previously placed unknown stent. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. The device was never put into an acute bend and did not kink during its use. After the rupture occurred, the device was able to be removed easily and remained in one piece during its removal. The device was discarded and will not be returned.

Manufacturer narrative:
Complaint conclusion: during a procedure to treat a 90-95% in-stent restenosis, the balloon of a 4mm x 30cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation to 12 atmospheres. As a result, a 4mm x 24cm non-cordis balloon catheter was used in place of the 4mm x 30cm saberx pta balloon catheter to successfully complete the procedure. There was no reported injury to the patient. The lesion was the left superficial femoral artery (sfa) which had moderate tortuosity, and an approach was made from the right inguinal region to the left side with a unknown 6f guiding catheter sheath introducer (csi). An unknown .014 guidewire was used for the procedure and was advanced past the occlusion within the previously placed unknown stent. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. The device was never put into an acute bend and did not kink during its use. After the rupture occurred, the device was able to be removed easily and remained in one piece during its removal. The product was not returned for analysis. A product history record (phr) review of lot 82221970 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors or lesion characteristics may have contributed to the reported event. The lesion exhibited a 90-95% restenosis with moderate tortuosity. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.